Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b40 error and the front panel not working properly occurred due to a printed circuit board failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the device displayed a b40 error. This report is being submitted for the b40 error and front panel not working.

Event description:
The customer reported to olympus that the evis exera iii video system center front panel was not working. The issue was found during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to defective cp board. In addition, a b40 error, corrosion found on the flat cable, and heavy dust inside the unit were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.